Event description:
It was reported that the helix of the implantable pacing lead extended while the lead was being unpacked and then would not retract. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).